Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low pacing impedance measurements, high capture threshold and was oversensing noise which resulted in pacing inhibition. Programing changes were made. The patient was in stable condition.